Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0775j, implanted: (B)(6) 2013, product type: lead; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 25-jun-2015, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 07-nov-2016, UDI#: (B)(4). No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was contacted regarding rechargeable cell life extension per doctor's request. Patient stated that his deep brain stimulator (dbs) does not work, that he hasn¿t tried charging his system in over a year, and that he wants no further surgical intervention or device troubleshooting. Patient stated that there is swelling around the lead site. Environmental/external/patient factors that may have led or contributed to the issue were asked but unknown. No troubleshooting was done. Patient said nothing else can be done. Patient was urged to follow-up with neurosurgery regarding the reported swelling around the lead site. Neurosurgery was made aware of the reported swelling around the lead site. Unknown if the issue is resolved. Unknown if surgical intervention will occur. No further complications were reported or anticipated with this event.